Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown zimmer stem, lot #unk; catalog #unk, unknown zimmer head, lot #unk; catalog #unk, unknown zimmer neck, lot #unk; catalog #unk, unknown zimmer liner, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The part and lot number of the products are unknown. The reported devices are used for treatment. Revision operative notes were not provided. Operative notes for procedure performed in 2007 were reviewed. With the trials the leg length was noted to be extended; however as noted by the surgeon it was not excessive. Excellent stability with the final implants, was noted throughout the full range of motion, both anteriorly and posteriorly. The head was impacted onto a clean morse taper. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.